Event description:
The patient reportedly was experiencing intermittencies followed by loss of sound. External equipment was exchanged; however, this did not resolve the issue. Testing confirmed that the device is not functioning. Surgery to explant the patient's device will be scheduled.